Event description:
The physician attempted to use a sprinter otw balloon catheter to treat a heavily calcified lesion in the rca. The balloon was flushed and prepped prior to use. Resistance was noted when advancing the device due to previous isr and heavy calcification. The balloon was inserted into the vessel. On the third inflation of 14 atm for 6 seconds (1520pm), the balloon burst. The balloon rupture occurred at nominal pressure. The balloon was removed from the patient and examined to ensure all material was accounted for and none was left in the vessel. Subsequent balloon sizes were used to open the isr. The procedure was completed with a stent in stent. No adverse patient effect occurred and the patient is reported to be good. A euphora balloon was also used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.